Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated all 6 sheaths were damaged due to insufficient support. The curved part of the front end of the catheters was damaged due to insufficient support force, and the lead could not be delivered further. It was also reported that the front end of the catheters curved part is the portion of the catheter that was loose - damaged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, due to the patient's anatomy that had intraventricular block and narrow diameter of the right atrium, there was difficulty using six different catheters for positioning and fixation. During use of six different catheters there was insufficient support. It was reported that six different catheters were damaged due to loose/detached part. The catheters were not used and replaced with a different catheter to complete the procedure. No patient complications have been reported as a result of this event.